Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen. At the end of the 10 day sensor use on (B)(6)2023, the patient removed the sensor and noticed the sensor wire was stuck in their skin. The patient saw a doctor the same day and the doctor was able to remove the sensor wire. The patient could not recall how the sensor wire was removed or if there was any medication provided to them. The patient noted there was a small wound at the insertion site and they kept it clean. At the time of the report, the patient was doing fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 health effect clinical code - e2010 needle stick/puncture.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen. At the end of the 10 day sensor use on (B)(6) 2023, the patient removed the sensor and noticed the sensor wire was stuck in their skin. The patient say a doctor the same day and the doctor was able to remove the sensor wire. The patient could not recall how the sensor wire was removed or if there was any medication provided to them. The patient noted there was a small wound at the insertion site and they kept it clean. At the time of the report, the patient was doing fine. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.